Event description:
International customer reports that a patient in which proceed mesh had been used to repair a hernia defect presented with a bowel obstruction and was returned to surgery. An examination of the patient during surgery showed an adhesion and formed between the bowel and the layer of orc. It is assumed that the bowel obstruction was caused by the presence of adhesion. No further information was provided.

Manufacturer narrative:
Date sent to the FDA: 01/11/2008. No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.